Manufacturer narrative:
Photos received showing dark line/mark/scratch on the optic. The reporter states the use of a handpiece, which is not qualified for use with the associated model. Based on our observation of the attached photo the optic appears to have a dark line/mark/scratch. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implanting the intraocular lens (iol), a scratch was found on the edge of the optic, near the base of the haptic. The surgery was completed with the same lens. It remains implanted in the patient's eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).